Manufacturer narrative:
Reader (B)(6) has been returned and investigated with retained test strips. Visual inspection was performed on the returned reader and universal serial bus (usb)/charging cable; no issues were observed. The time and date were successfully set using a known good reader paired with the returned usb/charging cable. Performed control solution testing on the returned reader and all results were in specification. No malfunction or product deficiency was identified. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified error with the freestyle libre reader when inserting test strip. The customer stated that as a result of this, she became hypoglycemic and had to go to hospital for treatment. However, no further information was provided as customer refused to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified error with the freestyle libre reader when inserting test strip. The customer stated that as a result of this, she became hypoglycemic and had to go to hospital for treatment. However, no further information was provided as customer refused to continue troubleshooting. There was no report of death or permanent injury associated with this event.